Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella cp with smartassist system: section: potential adverse events (united states): "acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation." This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported that a 77 year-old male patient was implanted with an impella cp for mechanical circulatory support. It was reported that the peel away sheath was cracked and removed. The repositioning sheath was advanced and sutured in place. Suction alarms were observed with low blood pressure. Volume in the form of blood products was provided. The patient was successfully weaned and the device explanted.